Manufacturer narrative:
The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error during the manual prime process. The blood glucose reading was 191 mg/dl. No significant events prior to the alarm. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.